Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced component separation. The following information was provided by the initial reporter: today my team was priming this tubing and it came apart at the top of the pump segment. There was no patient involvement.

Manufacturer narrative:
H.6. Investigation: the sample received was not of the same type as that complained about. There was a package for the described material included as well which was able to verify the complaint but the material was not the same as the sample provided. Without the failed sample, the root cause remains unknown. The provided set was tested and showed no issues. A device history record review for model 2432-0007 lot number 21046241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced component separation. The following information was provided by the initial reporter: today my team was priming this tubing and it came apart at the top of the pump segment. There was no patient involvement.